Manufacturer narrative:
Additional information: section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting procedures, and cleaned the cuvettes. No single part could be determined the cause of the issue, therefore the architect c8000 was considered the likely cause for the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Patient identification: sids (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased total bilirubin, calcium, potassium, and sodium results generated on the architect c8000 processing module for multiple patient samples. The following data was provided: sample ID (B)(6): bili. Total (0.2-1.2 mg/dl) initial result = 0.4 mg/dl, repeat = 0.9 mg/dl, 0.82 mg/dl all in normal range. Calcium (8.4-10.2 mg/dl) initial result = 4.5 mg/dl, repeat = 4.5 mg/dl, 10.2 mg/dl. Potassium initial result = 2.4 mmol/l, repeat = 2.4 mmol/l, 4.6 mmol/l. Sodium initial result = <100 mmol/l, repeat = <100 mmol/l, 145 mmol/l. Sample ID (B)(6): bili. Total (0.2-1.2 mg/dl) initial result = 0.1 mg/dl, repeat = 0.4 mg/dl. Calcium (8.4-10.2 mg/dl) initial result = 3.5 mg/dl, repeat = 3.8 mg/dl, 9.8 mg/dl. Sample ID (B)(6): bili. Total (0.2-1.2 mg/dl) initial result = 0.1 mg/dl, repeat = 0.3 mg/dl. Calcium (8.4-10.2 mg/dl) initial result = 4.5 mg/dl, repeat = 10 mg/dl . No impact to patient management was reported.